Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that that the problem is caused by damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited damage to the imaging unit causes noise and no image is displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.